Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "unable to seat helium tank in regulator". Additional information state "perfusion came to bedside to assist in changing the helium tank and also could not get the tank seated in the regulator. The console was exchanged. Same helium tank seated on the second console without issue. Recommended iabp return to biomed for possible regulator issue". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI: UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported "unable to seat helium tank in regulator". Additional information state "perfusion came to bedside to assist in changing the helium tank and also could not get the tank seated in the regulator. The console was exchanged. Same helium tank seated on the second console without issue. Recommended iabp return to biomed for possible regulator issue". No patient injury or consequence reported. The patient's current condition is reported as "fine".